Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.5 centimeters (cm) and located in the left lower lobe. Instruments used during the biopsy included a 21g flexision biopsy needle and third-party compatible forceps; a bronchoalveolar lavage was also performed. A chest tube was placed to resolve the pneumothorax. The physician believed the pneumothorax was not ion related and would have possibly occurred via another lung biopsy modality. The pneumothorax was thought to be an associated risk of the procedure. There was no device malfunction associated with the event.

Manufacturer narrative:
The system logs are not available for review.